Event description:
It was reported that during a surgical procedure at the user facility the device was sparking. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported sparking was confirmed by a manufacturer field repair technician. Upon disassembly, it was found that the power plug contained loose wires, which can lead to the reported event. The device was repaired at the user facility and returned to service.